Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the u1 component in ECG electrode d was shorted. The cause of the non-functional ECG electrodes is the shorted u1 component. The root cause of the shorted component cannot be positively identified. In addition, the cable connecting ECG electrodes c and d with the distribution node (dn) was pulled from the dn strain relief. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the shorted component or damaged wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.